Manufacturer narrative:
The investigation for the pump stop has been completed. The pump was inspected and biomaterial was found in the outlet cage and around the impeller. The biomaterial did not clear upon soaking. The data logs from the case showed the impella stopped - motor current high alarms. There was a motor current spike with speed deviation and placement signal shift characteristic of biomaterial ingestion. The root cause of the pump stop was determined to be due to biomaterial ingestion. B.7 information was added that was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26155. H.6 added code to health effect - impact code as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26155.

Event description:
The complainant had a impella 5.5 pump placed to support a patient in for surgery. The pump was supporting for three days when the pump stopped and could not be restarted despite all troubleshooting measures. The medical doctor at bedside discontinued impella, surgical closure and stapled shut. The family decided to withdraw care as the patient status continued to decline and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿